Manufacturer narrative:
Root cause of this event was sample-related due to the patient's recent transfusion of type o positive blood. Tsc referred customer to customer letter (B)(4) autologous blood letter. No incorrect or erroneous results were reported as a result of this incident. The patient had a history of group b positive blood type. There was no report of patient harm. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer contacted tsc to report equipment false negative result on ortho provue analyzer for isolated patient forward abo typing. Customer reports that on provue, patient with historical b-positive blood type typed as o-positive while on the manual bench, same patient sample typed as mixed field in the anti-b microcolumn. No biased results were reported. 6/29/20 test date, isolated patient sample. Actions already performed by contact: inspected results, verified sample integrity tsc obtained following information regarding patient: patient has historical b-pos abo type, however patient received 3 packed red blood cell units of o-positive blood prior to testing for abo type. Customer received 2 units on 6/26/20, 3rd unit on 6/27/20, and blood typing was performed on 6/29/20. Tsc explained to customer how red cell density of transfused versus autologous cells is different and may lead to incorrect abo type by automation. Tsc discussed manual gel pipetting technique and mf reaction, tsc forwarded customer letter (B)(4) which discusses dual population of red cells post-transfusion. Customer is satisfied with discussion. All products used for testing are working as intended and passed visual inspection and quality control. No specific lots of products were provided by customer, no batch listing report provided. Customer not seeking follow up.